Event description:
New information received notes that the lead was abraded. The lead was replaced with a competitive lead. The patient expired seven days later. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited intermittently low high voltage lead impedances. The lead was capped and replaced.